Event description:
It was reported that the user experienced repeated difficulty removing the infusion set connectors from the ilet pump and required pliers to detach them, while attachment was not problematic; education was provided to review proper connection technique, and replacements were offered but declined as the user had additional supplies available. Customer care offered user counseling on proper connector handling and technique. Investigation of this case revealed a use-related difficulty with connector removal consistent with handling or technique factors for the infusion set connector component. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to therapy continuity or need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user technique.